Event description:
It was reported that a ventriculoperitoneal shunt could not be placed while using the cranial guidance software. An additional surgery was performed to successfully place the vp shunt later the same day.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion h3 other text : the reported product is software which does not have a final inspection.

Event description:
It was reported that a ventriculoperitoneal shunt could not be placed while using the cranial guidance software. An additional surgery was performed to successfully place the vp shunt later the same day.